Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer reverted to a backup pump at the time of the report. The customer's blood glucose level was around 405 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer changed the auto-off time setting duration and indicated that they would resume insulin therapy on the tandem pump on (B)(6) 2016.